Event description:
Clinic notes for the patient were received indicating the patient was having an increase in seizures and increased depression. It was stated that the patient does get benefit from vns and output current was increased on the patient's device. It was stated that the battery is very low at 11-25% and needs to be replaced since the patient is having more seizures and increased depression. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Product analysis (pa) was performed on the returned generator. The pulse generator was explanted/returned due to ¿prophylactic replacement¿. Although the reported allegations of ¿increased seizures¿ and ¿increased depression¿ cannot be evaluated in the pa laboratory setting, proper functionality of the pulse generator in its ability to provide appropriate programmed output currents can be verified. This was successfully verified in the pa lab. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The battery, 2.765 volts (ifi range 2.74v - 2.41v) as measured during completion of the final electrical test, shows an ifi=no condition. The data in the diagaccumconsumed memory locations revealed that 99.568% of the battery had been consumed. There were no performance, or any other type of adverse condition found with the pulse generator.

Event description:
Information was received that the patient received a prophylactic battery change as the battery life was at ifi = yes. The explanted generator was received for product analysis and is currently ongoing. No additional relevant information has been received to date.